Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fbm08060 biliary stent graft allegedly kinked and failed to deploy. It was further reported that another stent graft and guidewire were used to complete the procedure. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.